Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient programmer had a poor communication screen indicated. The patient reported that they can¿t get the stimulation to turn on. The patient synchronized the patient programmer against the implant and a poor communication screen was indicated. The patient reported that they do not use an antenna. The patient programmer was place directly over the ins and sync with the ins but that did not resolve the poor communication issue. It was reported that the ins recharger could not communicate with the ins. The patient reported that they last charged and felt stimulation about a month or two ago. The patient reported that reason they hadn¿t use the stimulation was because ¿it wasn¿t working¿ and the stimulation was not enough to cover the pain. The patient was redirected to hcp for possible over-discharged ins, as well as possible need for reprogramming since stimulation wasn¿t helping pain. The patient reported a loss of therapy. It was reported that ins recharger antenna cord was damaged.